Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se verified all operations and proceeded with physical and electrical inspections. The se could not replicate the reported issue. Device data was provided to and reviewed by senior engineering, but no indication of device malfunction was observed. It was recommended to replace the power base board (pbb) and batteries as a preventative measure. Therefore, the se replaced the pbb and main device batteries. Afterwards, a full acceptance test was successfully completed without any issues. Device data was reviewed, but no indication of device malfunction was observed.

Event description:
The device user (du) reported that the metra was shutting off when transferring from their transport vehicle to the liver recipient hospital. The mains power switch was not turned off and the device was not unplugged when it shut off. While the du was preparing to unload the device, they noted that it had randomly shut off with no interventions from any of the dus. At that time, the du unplugged the device, while it was off, and turned the device back on with battery only. The device turned on as expected and resumed normal function after the terumo was put into operate mode. Once back in liver on board (lob), it was confirmed that the device was being charged while enroute and that the green mains power switch was turned off prior to unplugging.